Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the freestyle libre sensor. The caller reported unspecified high scan readings, which were higher than the customer felt. The customer did not have test strips to make capillary comparison, and self-treated with 2 doses of insulin. The customer subsequently began to feel discomfort, sweat, and lost consciousness. The customer's wife treated the customer with sugar, and called paramedics. A paramedic meter result of 38 mg/dl was obtained as compared to a scan of 211 mg/dl, and the customer was transferred to a hospital where he was treated with glucose via IV and hydrating serum. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.